Event description:
On 2/21/97, the patient's mother contacted a MFR sales representative and reported that the device worked well after implant; however, after a few weeks, they had trouble accessing the device. The physician is reportedly upset with the problem and plans to go back to another MFR's device.

Manufacturer narrative:
The x-rays were evaluated by an outside source with the following results: submitted for interpretation were six digital spot films obtained during injection of contrast into the lateral well of a dual lumen chest device. The sequence of filming is not indicated by time recordings, but it was assumed that the top row was obatined first and the bottom row last. The device is located on the lower left chest wall/upper abdominal wall. The catheter material is buckled within the soft tissue of the chest. The catheter appears to enter the left brachiocephalic vein directly over the midline. Notably absent are any prior radiographs that document the position of the tip of the catheter at the time of device insertion or during the interval before this study. The injected well is not fully visualized, but there is no obvious extravasation at the injection site. Contrast fills the lateral lumen of the catheter without evidence of catheter fracture. The tip of the catheter is either imbedded in thrombus or encased in a fibrin cap. Contrast is noted to track retrograde along the catheter is either imbedded in thrombus or encased in a fibrin cap. Contrast is noted to track retrograde along the catheter a short distance, and there is filling of small mediastinal collateral veins. The lateral well appears to be connected to the proximal catheter lumen. There are no images of a contrast study of the media well. The primary problem with this device is the location of the tip of the catheter in the brachiocephalic vein. The lumen of this vein is subject to extrinsic compression by the normal mediastinal structures. Catheters placed with their tips in this vein are more likely to develop fibrin caps or catheter-related venous thrombosis. It is suspected that the catheter tip was originally placed in a more central location, and retracted either due to growth of the pt or buckling of the catheter in a very long subcutaneous tunnel. An intrinsic problem could not be detected with the device from the info provided. No further details are available. The customer will be notified of the x-ray findings. The MFR is now closing the file on this event.